Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to discomfort, the patient was admitted to the emergency room (ER).